Event description:
The infusion pump over delivered. The pump was programmed to infuse a 2000 ml chemotherapy solution over 24 hrs and the infusion completed four hrs. Early. The pump was rmeoved from pt use. No medical or surgical intervention was required.